Event description:
The patient contacted animas on (B)(6) 2014 reporting that the pump emitted loss of prime warnings. The patient stated that they had a blood glucose (bg) of 280-300mg/dl with extreme drowsiness, difficulty waking up/confusion, and extreme thirst. The patient was not treated above and beyond the routine diabetes care and management. The patient remains on the pump. This report is being made due to the bg excursion the patient experienced.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.